Manufacturer narrative:
It was reported that a single communication failure occurred during registration. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the cause of the communication failure is a known design issue. (B)(4).

Event description:
After collecting six initial points on the 3d reconstruction (first step of contactless registration), arm was positioned to intermediate position and then failure occurred.